Event description:
It was reported that before use of a 3.50x23 xience xpedition, when it was being taken out from the plastic tube, the physician noticed the stent was not in the right position in the tube so they did not use it due to being afraid of damage. Device was replaced with a non-abbott stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. 12/23/2019: additional information received states that the physician handled the device with bloodied gloves during troubleshooting outside of the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as the stent dislodgement was not confirmed during return device analysis. It was confirmed that the correct device was returned for analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that before use of a 3.50x23 xience xpedition, when it was being taken out from the plastic tube, the physician noticed the stent was not in the right position in the tube so they did not use it due to being afraid of damage. Device was replaced with a non-abbott stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.